Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Additional patient information was received on 05/21/2015 and was omitted in the follow up manufacturer report: 1628664-2015-00161-01 which documented the product evaluation.

Event description:
The customer observed falsely elevated creatinine results while using the architect c16000 analyzer. The customer provided results for 3 patients which when retested on another analyzer were within the expected range (0.5 to 1.2 mg/dl ). Sid (B)(6) initial 21.17 repeat 0.8. Sid (B)(6) initial 2.28 repeat 1.05. Sid (B)(6) initial 19.02 repeat 1.07. There was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, troubleshooting by abbott field service, a review of the system service history, a search for similar complaints, and a review of labeling. Return material was not available. An abbott field service engineer (fse) completed troubleshooting of the instrument. This involved a part replacement per normal troubleshooting procedures, which resolved the issue. Review of the instrument service history did not identify any other issues that may have contributed to the current event. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c16000 analyzer, list number 03l77, was identified.

Event description:
The customer observed a falsely elevated creatinine result while using the architect c16000 analyzer. The customer generated an initial result of 19 mg/dl. The specimen was retested using a different analyzer and generated a retest result of 1 mg/dl. There was no adverse impact to patient management reported.